Manufacturer narrative:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system would not move past stand alone mode on the image acquisition system (ias) pendent. They re-seated the mobile view station (mvs) umbilical cable and restarted the ias/mvs and were able to use the system as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. On site investigation was performed and the field engineer discovered errors in the log files pointing to a possible network interface card (nic) failure. Replacement of the mvs computer resolved the issue. No further issues were reported. Analysis of the returned mvs computer could not confirm any failure as it functioned as expected and passed all testing without problems. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system would not move past stand alone mode on the image acquisition system (ias) pendent. They re-seated the mobile view station (mvs) umbilical cable and restarted the ias/mvs and were able to use the system as expected. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.